Event description:
Additional information was received that the melody valve was placed due to stenosis. It was noted the ¿carrot¿ refers to the cone-like object at the end of the ensemble system which introduces the melody valve into place. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve, into an existing pulmonary conduit, a pre-stenting of the right ventricle outflow using a non-medtronic stent with stent re-expansion were performed due to severe conduit stenosis and insufficiency. Series of fluoroscopic runs documenting stent positioning and stent expansion were observed. Angiography revealed excellent stent positioning with significant improvement in the caliber of the left pulmonary artery proximal ostium. Subsequently, the valve was prepped and loaded onto the delivery catheter system. During the implant, the valve was deployed and advanced across the region of the right ventricle outflow, it was noted the valve was not optimally expanded. Difficulty in positioning the ¿carrot¿ appropriately was noted. However, with repositioning of the wire into the left branch pulmonary artery there appeared to be a straight shot and the ¿carrot¿ was finally able to be maneuvered across the proximal left pulmonary artery stent and put in good position. The valve was then uncovered and inflated and put in place. A post-implant balloon aortic valvuloplasty (bav) was performed. Following the bav, implantation of stent in proximal left branch pulmonary artery was performed using a non-medtronic stent. A decision was made to perform a post-implant balloon dilation of the stent assembly using an 18mm non-medtronic balloon. Following the dilation, significant improvement in the caliber of the valve and stent assembly were observed. The residual mean gradient measured 11mmhg with no evidence of any pulmonary insufficiency. Mild residual pulmonary stenosis was observed. Excellent flow to bilateral branch pulmonary arteries was noted. It was reported the patient received two doses of approximately 6000 units of intravenous therapy anticoagulant and activated clotting times were monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.